Manufacturer narrative:
The boston scientific pacemaker remains actively implanted and there are no allegations against the product performance of the device. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during the procedure to implant this pacemaker, the associated competitive lead perforated the right atrium. The patient was taken back to surgery and the lead was explanted and replaced without further incident.